Manufacturer narrative:
(B)(4). The preloaded insertion system was returned to the manufacturer for evaluation. The plunger component was observed in advanced positions. Visual inspection of the return sample showed that the cartridge was observed fully engaged in the lower body of the pcb00 device. No defects were observed in the cartridge, plunger, and the pusher rod tip was identified that could impair functionality in the device. The preloaded insertion system was inspected under the microscope and revealed the lens was observed jam/stuck and broken at the cartridge tip. The investigation showed that the intraocular lens (iol) from the pcb00 device passed down the cartridge tube and transition from the neck to the cartridge tip and then it was stuck results of a broken lens during the surgical process. The manufacturing record review was performed. All process operations presented in the manufacturing record were in compliance with manufacturing instruction specifications. No deviation or non-conformance report (ncr) related to the customer claim was generated. The review of the materials / process manufacturing instructions in the change control system revealed that the product was manufactured as required. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the plunger on the inserter got cross threaded and would not advance the intraocular lens (iol). The lens did touch the patient's eye, but did not cause injury or delay the case. In follow-up, it was reported that another lens was inserted during the same procedure and there was no incision enlargement or vitrectomy performed. No further information was provided.